Event description:
Reporter from the us reported that during cervical fusion with long attachment, motor stopped rotating and e2 appeared on the console. The device was used in surgery. It is known that no patient injury occurred. It is unknown if a delay in surgery or medical intervention had occurred. The date of event is unknown. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated. The unit was found to meet all performance requirements, and no problems were noted. If additional information is received, a supplemental report will be submitted. Ref: (B)(4).